Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power system error where the back-up battery fails. Customer¿s blood glucose level was 314 mg/dl at the time of the incident. Customer did not troubleshoot. The customer will monitor the insulin pump. The product will not be returned for analysis.